Manufacturer narrative:
Samples received: no samples are available. Analysis and results: there are three previous complaints of the same code-batch regarding the same issue, two of them closed as confirmed after analysis. We have not received any sample for analysis. Without any samples we cannot carry out an analysis in order to take a decision. Nevertheless, taking into account that there are previous and confirmed complaints of this code-batch regarding the same issue we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: as there are previous complaints confirmed of the same code batch for the same issue, we conclude that the complaint is confirmed by evidence of failure in the samples received in the previous cases. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle separated from the thread. The reporter indicated that the needle-thread separation was found as soon as the package was opened, which greatly affected the clinical work. The event occurred before use.